Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A consumer's mother reported that following intraocular lens (iol) implant surgery on a (B)(6), the surgeon reported that a scratch had been noted on the iol during the implant procedure. The surgeon implanted the lens despite noting the scratch with the expectation that the scratch of the lens did not interfere with the normal vision of the patient. Following the procedure, the surgeon was concerned about the patient's visual ability. The surgeon is planning to exchange the lens. Additional information has been requested.